Event description:
The surgeon implanted a silicone lens. The lens tore during insertion. The incision was enlarged to remove the lens. Stromal corneal edema at 1 day post-op. The pt's best corrected visual acuity prior to surgery was 20/50, and uncorrected visual acuity is 20/200. The pt will continue with routine post-op follow up.